Manufacturer narrative:
Batch review performed on 21 march 2018. (B)(4).

Event description:
The patient came in due to signs of infection after about 14 months from the primary. The pathogen is not available. The surgeon washed out the hip and revised the head and liner. The surgery was completed successfully.